Event description:
Additional information was received. The patient reported that the circumstances that lead to the ins turning off by itself was that they felt it wasn't getting a full charge because of the wires in the antenna. It would turn off while the patient was standing. The patient would sit, stand, walk and lay down for a while at a time and standing and walking was when the ins would turn off. After meeting with the physician, the patient found that it got a full charge much faster than before. They didn't think that could be the problem, but the patient hasn't had a problem since they replaced the antenna. The patient charges the ins more frequently and the ins is holding the charge much longer. They believe the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been having problems with his implant clicking off. The patient stated that the implantable neurostimulator actually clicks off and he checks with his patient programmer and it is off. He will be walking around, and the unit is off. The patient is confused with this, and noted that it started a little while ago (around october 2020). The patient indicated that it works well, but he is just trying to figure out what is going on.